Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that the battery of this insertable cardiac monitor (icm) was suspected to be depleting faster than expected. The icm device was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this insertable cardiac monitor (icm) was suspected to be depleting faster than expected. The icm device was explanted and returned for analysis. No additional adverse patient effects were reported. Product analysis was performed and confirmed the premature discharge of battery.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided. The product analysis was performed and confirmed the premature discharge of battery. The analysis of available information did not identify a specific cause of complaint. It was concluded that unknown factors most probably contributed to the event. This supplemental updated the h1 if follow-up, what type?, the h3 device eval by manufacturer? And h6 evaluation conclusion codes of device manufacturers only tab. The email address for the initial reporter was requested by gfe; however, it cannot be provided due to unavailability per customer/account.